Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use the right ventricular (rv) lead encountered high thresholds due to fracture. It was also reported that the right ventricular (rv) lead encountered high impedance, and noise evident on pace/sense coil. The rv lead was inactivated, replaced and remains in the patient. No patient complications have been reported as a result of this event.